Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product location unknown.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, the cup impactor plate had one missing screw and one screw was not fully threaded in. The loose screw fell into the patient and had to be removed, causing a 20 minute delay. The cup was already seated and nothing else was needed to complete the procedure.